Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of a discordant (elevated) atellica im high sensitivity troponin (tnih) lot 109 result for a 72-year-old female patient. The patient¿s serum sample was tested in duplicate at the customer site and resulted above the 99th percentile listed in the assay instructions for use (IFU) of 45 ng/l. The elevated result was reported to the physician and questioned. The patient was sent to the hospital ER in an abundance of caution. The patient was retested serially at the hospital on an unknown method and lower results were produced (<45 ng/l) that were considered correct. There are no allegations of patient harm or any other adverse consequences in association with the observed discordance. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reported observation of a discordant (elevated) atellica im high sensitivity troponin (tnih) lot 109 result for a 72-year-old female patient. The patient¿s serum sample was tested in duplicate at the customer site and resulted above the 99th percentile listed in the assay instructions for use (IFU) of 45 ng/l. The elevated result was reported to the physician and questioned. The patient was sent to the hospital ER in an abundance of caution. The patient was retested serially at the hospital on an unknown method and lower results were produced (<45 ng/l) that were considered correct. There are no allegations of patient harm or any other adverse consequences in association with the observed discordance.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2025-00069 on 04-apr-2025. Siemens completed investigation for an outside of the united states (ous) customer report of a discordant (elevated) atellica im high sensitivity troponin (tnih) lot 109 result for a 72-year-old female patient. The patient was retested at a hospital emergency room with an unknown method and lower results were produced that were considered correct. The investigation included an assessment of the complaint information as follows: reagent issue was ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no issues were reported with other patient samples. Instrument issue was ruled out because there was no instrument errors found in instrument logs. Return of the patient sample for further investigation is not possible as sample volume is insufficient, therefore, siemens was unable to further investigate. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Interfering substances such as drugs, herbal medications, and autoantibodies can interfere with testing based on differences in methodology. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, the cause of the discordance is inconclusive. The customer is operational, and the reported issue is resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.